Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. No nanoknife probe product was returned to angiodynamics for evaluation since there was no reported nanoknife system malfunction during the procedure. The customer's reported complaint description of patient serious adverse event (sae) injury (e.g. Perforation/total necrosis of the prostatic urethra) cannot be confirmed given the patient centric nature of this event. No nanoknife probe devices were returned for evaluation since there was no reported complaint of nanoknife system malfunction during the procedure. The reported serious adverse event is listed in the device directions for use as potential adverse effects that may be associated with the use of the nanoknife system, i.e. Damage to critical anatomical structure (nerve, vessel, duct), and fistula formation. Hardware unit review: the serial number of the hardware unit used during this event was not reported by the complainant. A review of the hardware service order history records cannot be performed. In addition, this customer account did not request a service order (complaint) for their hardware unit at the time of this patient sae and there was no reported complaint of nanoknife system malfunction during the procedure in lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(6)) in order to ascertain the last three lots shipped to the reporting customer in the six (6) months prior to the procedure date. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use (14610477-01), which is supplied to the end user with this catalog number, contains the following statement: "warnings: do not use a device with damaged insulation. Do not attach anything to the device unless it is supplied by angiodynamics and indicated for use with this device. Attachments may damage the insulation and contribute to patient injury. Inspect all of the devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached." Indications for use: the nanoknife system with six outputs is indicated for the surgical ablation of soft tissue. Potential adverse effects: damage to critical anatomical structure (nerve, vessel, duct) and fistula formation. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an adverse patient impact post nanoknife procedure that used a 5-probe procedure pack-activation, 15cm. It was reported the patient experienced total necrosis of the prostatic urethra with utis and retention, and needed turp. No further event information was provided, and no report of product malfunction provided. This medwatch is not to report a device malfunction, but to report an adverse patient effect post procedure. There was no report of a device malfunction during the procedure.